Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages (B)(6) years with diabetes.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.